Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the pump did not detect the cartridge and dispensed insulin during the load cartridge step. The pump has been reportedly working fine for 1 to 2 days before the reported issue occurred. The reporter denied having any issues during the rewind step on the pump. It was noted that the reporter tried several different cartridges from a different box and the issue continued. There was no reported adverse event associated with this complaint. This complaint is being reported as the reporter stated that the pump dispensed insulin during the load step.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2012 and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas on (B)(6) 2012. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up #1 date of submission (B)(6) 2012 device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed with no damage or defects noted. A force test was performed with no failures noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4): review of the black box shows loss of prime warnings associated with zero force occurring on the reported event date; there were also three "no cartridge detected" warnings on the complaint date. There were no alarms related to the complaint in the alarm history. An "ezprime" operation was performed and during the "load" step, the pump accurately recognized a loaded cartridge. The pump did not push fluid out during the "load" step. During evaluation the force sensor was found to be out of calibration and the solder joint at the force sensor pins was found to be damaged. (B)(4).